Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she moved to her daughters house in november and ever since then, she has not been able to fully charge her implant. The patient said she sat and charged for three and a half hours with full coupling boxes, but she still was only able to charge the implant for a little bit. The patient wanted to know if this was just because of the house that she was in or why it just started taking longer to charge. The patient mentioned she has not had any falls or trauma and has not made any adjustments to her settings. The patient also said she saw an elective indicator removal (eri) message in march and wanted to know what that means. The information was reviewed with the patient. No further complications were reported. No patient symptoms were reported. [Please refer to (B)(4), difficulty charging controller for omitted information].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was partly determined, and it was due to there only one year left on the battery and needs to be replaced. The patient said that they went in the bone and joint and the hcp was planning to do a replacement. No further complications were reported.